Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted in the left ventricle (lv) but not used. The lead had placement difficulty in reaching desired location and pacing threshold parameter was very unstable. The lead was causing diaphragmatic stimulation. The lead was removed with residual myocardial tissue in the tip prolonging the procedure. A new lead was implanted. No further patient complications have been reported as a result of this event.